Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was returned for evaluation in two segments. Segment 1 consists of the outer catheter shaft and y-body, and a portion of the inner guidewire lumen. The distal end of the outer catheter shaft if is noted to be bunched. No other anomalies were noted to the device. Segment 2 consists of the remaining portion of the inner guidewire lumen and the balloon. The balloon is broken from the proximal joint, but is still attached at the distal tip. The balloon is noted to be bunched to the distal end of the device. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported retraction issue, as the device was returned in a sheath, with buckling noted to the sheath. The investigation is confirmed for the identified balloon joint break, as the balloon was noted to be broken from the proximal balloon joint. The investigation confirmed for the identified inner lumen detachment, as a distal portion of the inner guidewire lumen was noted to be detached from the rest of the device. The investigation is inconclusive for the reported balloon rupture, as the device was unable to be tested due to the condition of the device. The definitive root cause for the retraction issue, balloon joint break, inner lumen detachment, and reported balloon rupture could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, h6 device code: 2907 - detachment of device or device component. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the mid graft, the pta balloon allegedly ruptured during the fourth inflation attempt. It was further reported that it was difficult to remove the balloon through the sheath. Reportedly, upon removal of the balloon, the patient clotted and a thrombectomy was needed. It was reported that another pta balloon dilatation catheter was used to successfully complete the procedure. It was reported that the patient is medically stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2022).

Event description:
It was reported that during an angioplasty procedure in the mid graft, the pta balloon allegedly ruptured during the fourth inflation attempt. It was further reported that it was difficult to remove the balloon through the sheath. Reportedly, upon removal of the balloon, the patient clotted and a thrombectomy was needed. It was reported that another pta balloon dilatation catheter was used to successfully complete the procedure. It was reported that the patient is medically stable.